Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25mar2020.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
G4: 27jun2020 b4:(B)(6)2020. The visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician verified the assembly resistance measurements were not in specifications. Customer complaint verified. The resistance measurements of the touchscreen assembly were out of specifications. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25mar2020. B4: 06apr2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit failed calibration and was not working properly. The fse replaced the touchscreen and user interface to address their findings. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.